Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer stated infusion set was leaking at the connector. Quickset was not screwed tightly at quick release and insulin did not reach the body. Customer's current blood glucose level at the time of call was also 400 mg/dl. Customer did not feel okay to troubleshoot. Customer was not using auto mode feature at the time of incident. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.